Event description:
The customer reported to maquet that a light head rubber bumper fell off during surgery. It fell into sterile field but no pt or staff injury was reported. Factory reference number: (B)(4). Importer ref number: (B)(4).

Manufacturer narrative:
When the maquet technician arrived on site, the bumper had been re-installed by hospital staff. The maquet technician removed and inspected the bumper. No damage to this part was found. The maquet technician examined the lighting configuration of the ortho room in which this event took place. He observed chipped paint on the light head/yoke and one dent on the light head suggesting that the light may have collided with another device. However, this could not be confirmed as none of the hosp staff interviewed by the technician could provide specifics with respect to the reported incident. The maquet technician re-installed the bumper and advised the customer to replace this part as a precaution. The technician also recommended all the maquet lights be inspected and provided the hosp with the part numbers for any add'l missing or damaged bumpers. Maquet is not the primary service provider for this facility. The prismalix series maintenance program includes regular inspection of all covers and caps. Exemption #e2008006s01. Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.